Event description:
It was reported that the manufacturer representative had difficulty interrogating a pump after an MRI was done. It was stated that the "option to interrogate for logs was greyed out." The manufacturer representative was ultimately able to obtain the event logs and print them. There was a confirmed motor stall and motor stall recovery recorded in event logs. The MRI was reportedly due to the patient having "a lot of pain from something else." Drug: bupivacaine, hydromorphone, something else (it was noted that there were three drugs in the pump, however, all three were not reported and the concentrations and dosages were unknown).

Manufacturer narrative:
Product ID 8709, serial# (B)(6), implanted: 2004 (B)(6); product type catheter product ID 8840, serial# (B)(4); product type programmer, physician. (B)(4).